Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed and a loose connection was confirmed. The loose connection was corrected and the issue resolved.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range shock impedances. There is no evidence of oversensed noise or inappropriate therapy. All pace/sense lead measurements are stable and within normal limits. Boston scientific technical services (ts) suspects a distal coil connection issue and recommended further investigation. As of today the product remains in service. No adverse patient effects were reported.